Event description:
As per the details reported from fs log# 100234 on (B)(4). "Unit has a leak in the hose and needs to be repaired."

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at wallach in 2007, the workorder number is not available nor is the ship date. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
As per the details reported from fs log# 100234 on (B)(4). "Unit has a leak in the hose and needs to be repaired."